Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. The insulin pump was received with cracked case at display window corners and reservoir tube lip. The insulin pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the down button was not functional when attempting to prime/rewind the insulin pump. Customer's blood glucose was 500 mg/dl. Customer has treated their blood glucose with a manual injection. The customer could not recall any significant events leading to the keypad issues. Customer declined to troubleshoot for their high blood glucose and no delivery alarm they received. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.